Event description:
The device was explanted as the dislodged magnet could not be reinserted. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.